Event description:
A surgeon reported that his fellow surgeon noted glistenings on an implanted intraocular lens (iol). The patient also reported glare which, according to the reporting surgeon, may be related to capsule stress folds. It was also reported that there is no decrease in the patient's visual acuity. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed, because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. This report was mailed to FDA on: 03/19/2009.